Event description:
It was reported while in the cath lab the md placed the sheath and positioned the guide wire. The md prepped the iab per instruction. The iab was advanced over the guide wire & connected to the pump. The console was turned on and reportedly had no augmentation. The fluoroscopy showed the membrane was only "half inflated." The balloon helium curve was abnormal, nearly rectangular, "angled 30 degrees in first up going part." The md attempted to manually inflate the iab using the "white connector." After 10 mins. Trying to inflate the iab, the md removed the iab and inserted a datascope iab.

Manufacturer narrative:
Evaluation: the iab was returned. The guidewire and pump tubing were not returned. The one-way valve was attached to the iab. The sheath was removed from the iab for further evaluation. The bladder and the sheath were measured and met all specifications. A vacuum was pulled on the iab and did not hold. A vacuum was then pulled on the one-way valve and held. A guidewire was fed thru the central lumen without resistance. The iab was submerged and pressurized in water. Bubbles exited the catheter approx. 8 cm from the proximal end of the bladder. The hole in the catheter was slit like and appeared to have been caused by a sharp object. It can not be determined how or when the catheter was compromised. A DHR re-review was conducted without findings. The root cause could not be determined.